Event description:
The company received a report where it was claimed that the inner cannula for the device developed a kink after four hours of patient use. Replacement of the tube was not required; however, the end clinician reported that the patient "passed out and had bagged for recovery". The customer revealed that the facility general practice for trach use is 90 days. The customer was informed that directions for use recommend usage of the device not exceed twenty-nine days.

Manufacturer narrative:
The sample associated with this report is expected to be returned for investigation. If the sample is received, investigation results will be provided in a supplemental report.